Event description:
It was reported that the insulin pump alarmed during the priming process. The blood glucose reading was 250 mg/dl. The customer stated that the original problem was with the battery but he now had issues when the piston touched the reservoir and the numbers were supposed to display. The battery cap was reported to have broken off into the insulin pump. The customer stated that he thought the device was "done." Advised the discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a loose/protruded drive support disk, which caused it to alarm during the prime test. The device also had a broken battery cap and metal piece stuck in the battery tube. A broken reservoir tube, broken belt clip slot, and scratched lcd window were also observed. The device was cracked at the display window and window corners.